Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The device was not able to fire. A component of the device broke off but not into the patient cavity. There was also a problem with the articulation of the reload. The case was completed using a new device. No patient injury.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the instrument found no abnormalities. The instrument was loaded with a device for functional testing. It was observed that when the instrument handle was actuated the reload jaws would not clamp. An access hole was cut into the instrument body for visualization of the internal components. This examination found that an internal component was not assembled properly in the instrument. The misassembled component prevented the reload jaws from clamping when the instrument handle was actuated. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. However, an assembly issue was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of instrument would not fire. The root cause of the observed condition was determined to be a result of an assembly activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.